Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels of 324 mg/dl, resulting in hospitalization. The user was admitted on (B)(6) 2026, treated with insulin and IV fluids, and discharged on (B)(6) 2026. No long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hyperglycemia requiring hospitalization while on ilet therapy. Severe hyperglycemia requiring hospitalization is consistent with acute metabolic decompensation requiring medical management. Review of available information identified that the user developed persistent hyperglycemia with positive ketones despite no reported issues with the infusion set, cartridge, connector, or insulin delivery alerts. Review of available engineering data confirmed that device data corresponding to the reported event timeframe were available and showed no malfunction alerts, no factory reset events, and no motor errors. The ilet was delivering requested insulin and responding appropriately to cgm glucose values. Review of the event history identified that the hyperglycemic event followed a prolonged period of reduced insulin delivery associated with a previous reported low cgm reading; however, the contribution of this sequence to the reported hospitalization could not be confirmed. The user was treated with insulin and IV fluids, resumed ilet therapy following discharge, and additional training was arranged. Based on available information, the cause of the event remains not established. No device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.